Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range pace impedance measurement greater than 2,000 ohms. Review of rv pace impedance trends showed a gradual rise from 600 ohms to 1,400 ohms from august 2016 to january 2021, followed by a plateau in measurements. Since then, rv pace impedance measurements have remained in the 1,000 to 1,600 ohms range with a mean of approximately 1,400 ohms and occasional outliers. There was no evidence of noise in stored episodes. Technical services (ts) discussed troubleshooting options and next steps. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range pace impedance measurement greater than 2,000 ohms. Review of rv pace impedance trends showed a gradual rise from 600 ohms to 1,400 ohms from august 2016 to january 2021, followed by a plateau in measurements. Since then, rv pace impedance measurements have remained in the 1,000 to 1,600 ohms range with a mean of approximately 1,400 ohms and occasional outliers. There was no evidence of noise in stored episodes. Technical services (ts) discussed troubleshooting options and next steps. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead continued to exhibit high out-of-range pace impedance measurements. There was no evidence of noise at this time. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.